Manufacturer narrative:
Eval summary: one ec60 device was returned with no visual non-conformances and with no cartridge loaded. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted; however, when opening the device, the cartridge slipped out of the channel. It should be noted that a cartridge might slip out due to a channel non-conformance. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.

Event description:
It was reported that during an unk procedure, the device did not work. There is no other info available. No pt consequence reported.